Event description:
Allegedly, patient lost his balance during his holiday stay in (B)(6), causing him to fall on his left hip. Patient experienced pain, requiring him to be taken to the hospital in (B)(6). There it was determined that his left hip prosthesis had been broken by that fall. Imaging confirmed a left periprosthetic femoral fracture around the existing hip prosthesis. The client then had to be transferred to the (B)(6) hospital in (B)(6), where on (B)(6), he underwent a complete removal of the prosthesis placed in 2015, along with an osteotomy of the leg and the placement of a completely new prosthesis. In addition, a rod had to be placed in the thigh bone. He is a known hypertensive and diabetic, bath controlled on treatment. Non-revised mpo products: product ID: pha06266 acetabular cup "procotyl® l" beaded coated+hap 56 grp f/ lot no.: 15535571582054/ qty: 1. Product ID: pha04512 rim-lock biolox delta ceramic liner 36 group f/ lot no.: 1559619/ qty: 1. Re-findings: additional information received on 03/27/2026. Initially, only a periprosthetic fracture was reported. Based on re findings during investigation, after inspection of the provided image, it was determined that the neck was also broken.

Manufacturer narrative:
The alleged complaint is confirmed. The 59-year-old male patient of unknown height, weight, and activity level was reported to have experienced breakage of the profemur cocr long varus modular neck, phac1254, as well as a periprosthetic bone fracture of the femur sustained from a fall. The revision operation occurred approximately 125 months after the index operation. Review of the device history record (DHR) for the subject lot indicates that this part met all established acceptance criteria throughout manufacturing processes. Furthermore, mpo has not received any other complaint reports involving the subject manufacturing lots. The explanted devices were not returned to mpo for investigation. Mpo was provided with clinical notes that includes x-rays and images of the explanted devices. From review of the x-rays and explant images, the profemur modular neck was confirmed to have fractured. Regarding the presence of bone fracture, it is difficult to evaluate from the provided x-rays as the clarity of the pre-revision images is not of good quality, but the clinical notes state that a periprosthetic fracture of the left femur did occur. The provided information did not include many details about the event other than it occurred at the patient home while standing. It is also noted that the patient presents with multiple chronic comorbidities and a "significant orthopaedic history." The patient was noted to have a total knee replacement as well. During the revision, an extended trochanteric osteotomy was performed to remove the femoral implants, and the patient was implanted with a revision femoral prosthesis along with cerclage wires that are apparent on x-rays to stabilize the newly implanted construct and the fractured femoral bone. Fracture of this product, phac1254, has previously been investigated through internal corrective and preventive action (CAPA) #290/371. This CAPA determined that a combination of factors, including patient related factors, surgeon related factors, manufacturing factors, design factors, and information for use (IFU), can impact the success of this prosthesis. The current microport hip systems package insert (150803-9) states the following: "fatigue fracture of the prosthetic component can occur as a result of trauma, strenuous activity, improper alignment, incomplete implant seating, duration of service, loss of fixation, nonunion, or excessive weight." This package insert also states that "the patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear." Microport has completed field safety corrective action (fsca) that was initiated in 2015 to retrieve all distributed units of this specific item number that had not been implanted, but these activities occurred after the implantation date for this patient. Reference mpo distributed product risk assessment (B)(4) for additional information on this fsca and associated activities. There were no trends identified at the time of this complaint per mpo trending procedures. This issue will continue to be monitored through complaint tracking.